Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads (from the same lot). It was reported the patient is not receiving coverage in the area needed. The patient was reprogrammed recently, but it is unknown if reprogramming has resolved the patient's issue.